Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced shortness of breath while performing pd therapy with a homechoice device. The pt continued therapy until the morning without any alarms or overfill events. The patient¿s wife stated the pt felt better on the following morning. No additional information is available.

Manufacturer narrative:
(B)(4). As the shortness of breath event was not matched to this device until after the device had been serviced, a complete device analysis could not be completed to investigate the reported event. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received; however, evaluation has not yet begun. Upon completion of the evaluation or should additional relevant information become available, a supplemental report will be submitted. This is the same patient as manufacturer report numbers 1416980-2014-13017 and 1416980-2014-15065.